Manufacturer narrative:
Customer complaint of high impedance was not confirmed. Customer complaint of signal artifact/noise was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was presented in the hospital for a pacemaker replacement surgery. When the right and left ventricular leads were connected to the pacemaker, high impedance and noise were noted on the leads. The another pacemaker was used to complete the procedure. The patient had no symptoms related to this event.